Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a rash on his back that got infected. There was no alleged device malfunction contributing to the irritation. Patient was prescribed medication by a physician. Patient indicated that the rash was still present but was improving.